Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had some issues with his insulin pump. Customer stated that his insulin pump was not delivering the right amount of insulin. Customer stated that he delivered some insulin, but he is not getting any effective use of the insulin because his blood glucose was still high. Nothing further was reported.